Event description:
The user reported the roller clamp does not clamp the tubing properly. No harm or injury reported.

Manufacturer narrative:
Device eval: the suspect device is not expected to be returned for eval. The user did not indicate if this was the initial use of the device. A f/u report will be submitted when the investigation has been completed.